Event description:
Notified by fmc (dsd) clinical services of this pt incident. Health professional reported that the pt involved underwent hemodialysis with an uneventful treatment. The hd was reportedly stable and there was no document of variances of blood flow and venous pressure or unusual incident. The pt was discharged from the outpatient facility to home. The following day the pt's physician notified the dialysis facility that the pt was hospitalized the previous day for evidence of severe hemolysis. Further investigation by the dir. Of nursing revealed that the pt care tech who removed the bloodlines from the fresenius 2008h found that the blood pump segment of the arterial tubing was "kinked" within the pump segment housing. The suspect bloodline was saved and had been reused for 7 pt treatment, including this treatment. The current status of the pt reported by clinical services was that the pt had a "massive mi and was not conscious". According to clinical services, the pt has a complicated medical history that included coronary disease. Inservicing has been initiated to review the proper loading and threading of the blood pump tubing into the blood pump housing of the fresenius dialysis machine (within the facility by the facility staff). User facility MDR has been requested. 7/30/1999 user facility MDR received by fax. Further info from u/r report stated "pt suffered cardiac arrest after discharge from dialysis", while at home. 8/4/1999 hcp called to check on status of sample. Further info provided. The pt did not have any complaints of chest pain or cardiac symptoms during dialsysis on 7/27/1999. When the complaint arterial line was removed from the incubator after sterilization, no kinks were noted. The pt expired in the hosp on 7/30/1999. The cause of death, according to the medical director was myocardial infarction. In addition, a hematology consult was performed on the pt, prior to expiration. There was no evidence of hemolytic reaction found. This info was provided by the hcp, according to the medical director and is considered the most recent and accurate info for this investigation.